Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was very hot to the touch. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the pump alarms with a replace battery alarm at power up due to a discharged battery used on 05/26/2015. There were no errors, alarms or warnings related to the temperature complaint. ¿ez-prime¿ steps were performed correctly and all currents reading were within specification. There was overheating or errors, alarms or warnings emitted during the investigation. The product performed within specification. The pump¿s cover was removed and no intermittent condition was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).